Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to foreign material noted on the optic of the iol during a slit lamp examination after the implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. This report was mailed to FDA on: 03/26/2009.